Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok stopper was misaligned. The following information was provided by initial reporter translated from french to english: "an e-mail to inform you of a quality defect on reference 309658 seringue 3p 3ml lot 1024148 expiry date 31/12/2025. Black gasket badly positioned, cf photo."

Manufacturer narrative:
One sample and one photo of a 3ml eurographic syringe (p/n - 309658) batch 1024148 were received and evaluated. The sample received in an unsealed package has the stopper insecure to the plunger rod. The photo shows one loose syringe with the stopper insecure as described above. The condition observed is non-conforming per product specification. Potential root cause for the stopper insecure defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 1024148 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.